Event description:
It was reported that the superior vena cava (svc) lead impedance had more than doubled. The svc alert triggered and impedance patterns showed a sawtooth up and down pattern. It was also reported that the svc coil was fractured. The lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected from the device was analyzed and revealed high resistance/impedance. There were 2 patient alerts for out of tolerance subthreshold lead impedance on (B)(4)-2011. Weekly hv-lead impedance trend data shows an abrupt increase for max defib and max svc defib impedance between (B)(4)-2011.